Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no additional information has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (iol), model zxr00 24.0 diopter, was explanted due to a unspecified lens malfunction. The lens was replaced with the same model, but different diopter of 21.0. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/24/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye and at 12x microscope magnification showed the product is cut and damaged, most probably to make explant possible. No other anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.